Event description:
It is reported that during surgery, an intramedullary cutting guide was inserted. On the last blow putting the intramedullary rod in, it was slightly more difficult to insert than normal. The distal femoral cutting guide was then placed and pinned. Next, they attempted to remove the intramedullary rod but it was extremely wedged in. They attempted to remove it for an hour and it did not budge. Another surgeon scrubbed in and they tried multiple ways of removing the rod from the intramedullary rod canal without success. About half of the intramedullary rod was distally cut and the other half was left inside the patient's femur.

Manufacturer narrative:
Information was received via (B)(4). This report will be amended when our investigation is complete.